Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, menorrhagia, roux loop conversion, knee operation, tonsillectomy and cholecystectomy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right side: two coils were present at the os. Left side: eight coils visualized. I agree with dr's plan to proceed with definitive surgical therapy with a total laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: -appropriate position of both essure devices. Both fallopian tubes are occluded.. Batch no cs000hw, manufacturing date: 2015-01, expiration date 2017-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation site at the cornual region') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, menorrhagia, roux loop conversion, knee operation, tonsillectomy and cholecystectomy. Concurrent conditions included abnormal uterine bleeding, cervicitis, nabothian cyst and adenomyosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: right side: two coils were present at the os. Left side: eight coils visualized. I agree with dr's plan to proceed with definitive surgical therapy with a total laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: -appropriate position of both essure devices. Both fallopian tubes are occluded.. Batch no cs000hw, manufacturing date: 2015-01; expiration date 2017-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Event added: perforation site at the cornual region. Reporter and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The patient's medical history included multigravida, parity 3, menorrhagia, roux loop conversion, knee operation, tonsillectomy and cholecystectomy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right side: two coils were present at the os. Left side: eight coils visualized. I agree with dr's plan to proceed with definitive surgical therapy with a total laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: -appropriate position of both essure devices. Both fallopian tubes are occluded.. Batch no cs000hw. Manufacturing date: 2015-01. Expiration date 2017-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter information, removal details added. Removal surgery added for event pelvic pain. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.